Event description:
It was reported the camera head had a blurry image. The issue was identified in the middle of an unspecified procedure that was completed with a similar device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water leak in the coupler unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image is blurred, since the reported failure was not confirmed, a probable root cause could not be identified, and the water leak in the coupler unit was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a blurry image. The issue was identified in the middle of an unspecified procedure that was completed with a similar device with no surgical delay. There were no reports of patient harm.